Manufacturer narrative:
Investigation into this incident is still in process.

Event description:
It was reported that the strap securing the body support became worn through due to rubbing on the metal stamping that secures the end of the strap.